Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death and it was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death or if they were connected for therapy when they passed away. No additional information was available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.